Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead micro-dislodged and exhibited high pacing threshold. The lead was explanted and replaced. The patient was stable post procedure.